Manufacturer narrative:
Results of investigation: the (B)(4) front panel assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated during use testing. The root cause was isolated as material fatigue. There was a dissipating florescent light bulb in the display.

Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted at that time. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the screen on the ventilator went blank. The vent was then turned off and it would not come back on. The vent was on a patient when the reported event occurred, but the patient was placed on another ventilator and there was no patient harm reported.